Event description:
Followed instructions as to how to prepare the valve for insertion. Once valve was given to surgeon, the handle connected to adapter piece was moving up and down once the valve was seated in place. The left atrium and left ventricle were irrigated. Valve stitches were passed through the sewing ring of a 31 mm ce perimount magna mitral ease valve. The valve pusher had not been fully engaged and became disconnected during seating of the valve resulting in full deployment of the valve struts, and the valve was ultimately unable to be seated along the annulus secondary to one strut not clearing the rigid calcified posterior annulus. This valve was removed.